Event description:
It was reported that pump displayed malfunction code 12 with fault ID 12-0x2071, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was assisted with resetting pump, confirmed that malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code occurred again, which customer acknowledged and understood.